Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope did not produce a visible image. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.